Event description:
Customer reported that she had low blood glucose. Customer stated that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received in with no response to the esc and act buttons due to flattened button dome switches. However, the time was advancing and no frozen screen, display or time anomaly was observed. Unable to verify the sensor anomaly due to the buttons not responding. Cracks to the case, reservoir tube lip and battery tube threads noted.